Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected no motor movement noted. Motor was tested outside device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed alarm. Customer's blood glucose value was 116 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. Customer's outcome pertaining to the complaint. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.